Manufacturer narrative:
The insulin pump was received with intermittent escape and act button response due to flattened and creased dome. The keypad connector was inspected and no anomalies noted. The insulin pump powered up properly after battery installation. The operating currents are within specifications. The insulin pump was monitored and no blank display anomalies were noted. No failed battery test noted. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump was completely dead when attempting a bolus delivery. Customer changed battery and insulin pump eventually came on. Customer reported that the up and down arrow buttons responded intermittently. Customer's blood glucose was 324 mg/dl. Customer was advised that insulin pump would need to be replaced.